Manufacturer narrative:
A site representative rebooted the system, resolving the reported issue. No parts were replaced and no system checkout was performed as the issue was resolved at the time of the event. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was displaying the message 'frame rates below expected levels' while attempting to take fluoro images. The mvs interface cable was reconnected and the system was rebooted resulting in a short delay before continuing with the procedure. There was no impact on patient outcome.